Event description:
During a ventricular tachycardia procedure, there was an anterior patch disconnected error. The issue was unable to be resolved and the procedure was cancelled as a result of the issue. After the procedure, the amplifier was replaced, and the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.